Manufacturer narrative:
(B)(4). Manufacturing evaluation performed. A review of the manufacturing records for the devices verified that the lots met all pre-release specifications. Per the gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to endoleak, fistula, and death.

Event description:
On (B)(6) 2016, the patient underwent endovascular repair of a stanford type b dissection using three conformable gore® tag® thoracic endoprostheses. A tgu282815/11565318 was first implanted in the distal aortic arch covering the left subclavian artery. Since a proximal type I endoleak was observed, a tgu282810/14109954 was added proximally to repair the endoleak. The endoleak persisted, therefore, a tgu282820/13810257 was added. A bypass surgery was performed to the aortic branches covered by the devices. Final angiography showed no endoleak. However, a false lumen perfusion from a re-entry tear in the distal aorta was observed. The physician decided to monitor. On (B)(6) 2016, the patient presented with hemoptysis and hematemesis. Computed tomography scan showed an enlargement of the false lumen and the development of an aorto-esophageal fistula. The physician reportedly suspected a reoccurrence of the proximal type I endoleak which resulted in the false lumen enlargement. On the same day, an open thoracic surgery was performed to repair the dissection and the fistula. The tgu282820 was partially explanted and anastomosed with a vasular graft. However , the patient lost significant amount of blood from the fistula, and the blood pressure did not recover after the surgery. On (B)(6) 2016, the patient expired.